Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have moisture under display screen and was not sure what caused it. Customer's blood glucose was 310 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with moisture damage noted on the electronics assembly, motor, vibrator motor or battery tube assembly. The insulin pump was unable to perform the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to moisture damage on electronics assembly. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.